Manufacturer narrative:
Although encouraged by manufacturer, the used product or unused samples were not returned for investigation. Without the benefit of examination and testing, oasis medikal is precluded from commenting on the condition of the device or the cause of occurrence. Should the device or additional information be received, a follow up report will be filed. No previous complaints or deviations reported for the lot.

Event description:
According to the reporter, the customer was using a catheter with unpolished eyelettes which caused tearing and "pulled a chunk of skin" out of the urethra. The customer was then hospitalized due to bleeding, fever and sepsis and was treated with antibiotics.

Manufacturer narrative:
A returned, unused catheter from the same lot was evaluated and and water retention test was performed. No deficiencies were found.